Manufacturer narrative:
(B)(4). Batch number: p5656n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed after firing. During the radical resection of lung cancer, after fired with ec60, found the staples malformed with irregular shape. Used manual firing release lever to open the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5656n. Device evaluation: the analysis results showed that one ecr60g cartridge reload was received. The reload was received unfired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.